Event description:
Plastibell ring was placed for circumcision. Twenty five days later a retained plastibell ring was found during the post-op clinic visit. It was surgically removed without further complications. The pt sustained minor injuries to the distal and mid glans.